Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed repeated alerts including low glucose of 38, empty cartridge, and transmitter battery low, and the user could not clear the alarms despite multiple restarts; the device was replaced and the user had backup therapy available, with a fingerstick blood glucose of 89 and no medical intervention required. Symptoms included a reported low glucose alert without clinical hypoglycemia. Outcomes included interruption of insulin delivery requiring device replacement and user reliance on backup therapy, with no hospitalization. Investigation included a review of the device history and complaint details with plans for device return and analysis. Investigation of this case revealed a suspected consecutive stalled motor alarm and malfunction related to the pump subsystem consistent with an unresolved alarm condition. It was concluded, based on previously established findings for similar reports, that the cause was device experienced a hardware -related motor stall affecting insulin delivery.